Event description:
It was reported that during a procedure to treat atrial fibrillation using an intellanav stablepoint open-irrigated catheter there was insufficient irrigation from the catheter tip. During the procedure a bubble detection error occurred during the procedure and while they were troubleshooting they found the irrigation flow from the catheter tip was insufficiant. They exchanged the catheter and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure to treat atrial fibrillation using an intellanav stablepoint open-irrigated catheter there was insufficient irrigation from the catheter tip. During the procedure a bubble detection error occurred during the procedure and while they were troubleshooting they found the irrigation flow from the catheter tip was insufficiant. They exchanged the catheter and the issue was resolved. The procedure was then completed with no patient complications. The catheter has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the stablepoint catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The catheter was first visually inspected, and no abnormalities were found. Next, they functionally tested the catheter's steering capabilities and found them to be within specification. Then, the catheter's lumen was tested for leaks by pressure testing the catheter while the irrigation ports are sealed, the device was leak tested three times and passed each time with no complications. Next, the catheter's irrigation ports were tested, and it was found that irrigation flowed freely and steadily from all ports. Finally, they performed a test ablation with the catheter and found all the settings and metrics were within the specifications of the device, there were no issues with the test ablation. Based on all available information, the complaint was not confirmed. The device was not found to have any defect that could have contributed to the allegation.